Event description:
Dditional information was received from the patient. They reported that the battery went too low and went to a safe mode and the are keeping battery charged. The issue has resolved

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they don't think their stimulator is working currently. Patient stated that the last 3 times they checked their implant, the implant is still staying at 100%. Patient mentioned that they check their implant every 2 days and that the battery is staying at 100% charge. Patient also mentioned that the implant was working good until about a week ago, and they let the implant charge down too far, so they charged it back up and it worked for a few days. Patient noticed that every once in a while, even before when the stimulator was working, it would give them a little extra shock to let them know it was there, but they haven't been getting a shock and they weren't getting a reduction in the battery at all. Patient mentioned that they have been trying to get a hold of their rep but lost the reps phone number, but prefers to speak with the rep about the issue. Patient inquired about if reps are able to restart the implant over the phone or if patients have to go into the office for assistance; agent reviewed information. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent sent an email to the field requesting assistance. On 2024-sep-03 a rep noted they called and left a voicemail for the patient. On 2024-sep-04 pt called back re-reporting their ins battery is on at 90% and stays at 90% but stated they haven't heard from a rep yet. Agent confirmed pt's phone number is correct. On 2024-sep-09 rep noted they left a second voicemail for the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.